Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of palpitation, frequent hiccups and diagnosis of diaphragmatic stimulation related to the left ventricle lead. The lead is still in use. No patient complications have been reported as a result of this event.